Event description:
It was reported that a user contacted support for guidance on calibrating the ilet following a discrepancy between the pump¿s ¿high¿ reading and a fingerstick value of 320 mg/dl while using a dexcom g7, with routine meals announced and no clear precipitating cause identified. Symptoms included no reported clinical symptoms. Outcomes included no hospitalization and a plan for follow-up to confirm glucose reduction. Investigation included troubleshooting and education provided to the user regarding calibration and high glucose management. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.